Event description:
The customer's husband and neighbor were adding air to the tires with an air compressor and the hub cracked.

Manufacturer narrative:
The customer purchased this unit second hand. All wheels were replaced in accordance with the recall strategy.